Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter, continuous flow. Customer states he began running the device for approximately 4 minutes when the oscillation wire broke. As he removed that trellis, the catheter broke in half and became lodged in the sheath. He then removed the trellis and went back into the sheath to remove the remaining part of the trellis. No ill effects to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2009. An investigation is currently underway. Upon completion, the results will be forwarded.